Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken pin trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert after self test. The customer also stated that, the insulin pump delivering too much insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.